Event description:
It was reported patient was undergoing a pump replacement and it was found that the catheter had a potential blockage. A revision was performed and the catheter was replaced. It was believed the pump was being replaced due to end of service. Prior to the replacement the patient was being supplemented with oral medication. There were no patient symptoms/injuries related to this event. The patient status was indicated as alive, no injury, no adverse event. The patient is doing well since the replacement of a new catheter. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
The device was returned but analysis has not been completed. A supplemental report will be filed upon completion.